Event description:
The device was implanted on 6/29/95, for infusion of chemotherapy for treatment of cancer. On 11/20/96, the MFR rec'd the following response to a device tracking polling letter from the physician: reason for device explant 'pocket infection'.